Manufacturer narrative:
Unit alarmed motor error during basic occlusion test due to faulty fsr (gold). Unable to perform basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test due to motor error alarm. However, unit passed rewind test and displacement test. Motor passed motor test. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had motor error. The customer blood glucose level was 13.4 mmol/l. Customer reports the drive support cap appears normal. Customer did not report motor position encoder error. Insulin pump has not been exposed to high magnetic field. Insulin pump alarm history contains more than one motor error alarm within a 30 day period. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. The customer was assisted with troubleshooting. Customer was advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to a back-up plan. The device will be returned for analysis.